Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Event description:
It was reported that during a cervical fusion procedure, the tip of the stardrive screwdriver shaft broke off inside the head of the screw. The surgeon reamed out the screw to remove the tip. After reaming and suctioning, the surgeon felt confident that all fragments had been retrieved, and that there was no harm to the patient. This report is for file (B)(4).